Event description:
Our rep is reporting that during an arthroscopic shoulder procedure, a portion of the distal tip of two inserters broke off into their anchors and remain therein captured in the bone hole. The fragments were not able to be retrieved from the body; however, the procedure was concluded successfully without further issue or harm to the patient. The above is the original verbiage for the complaint event, however, a 3rd same device was received against this complaint and it is also in a condition that we would consider reportable. This 3rd MDR against this issue has been created. See also associated MDR 1221934-2009-00501 and MDR 1221934-2009-00502.

Manufacturer narrative:
The complaint devices were received and evaluated visually, both with the naked eye and under magnification. The distal tips of the device had broken. The tips of devices #1 and #2 broke at the weld. The inserter shaft of device #2 came out of the handle. The distal tip of device #3 broke at the smallest diameter. The remaining portion appeared bent and twisted. The damage was consistent with historical investigations in which it was determined that the root cause was likely over-insertion. If the anchor is inserted too deep excessive force is needed to remove the inserter which can lead to weakening of the weld. The engineering team has investigated this issue, and as a result has sent out a launch communication with the marketing team highlighting this issue. A batch record review has been conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.